Event description:
It was reported that during a da vinci hysterectomy surgical procedure that a broken wire was observed on the mega needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken at the distal idlers. The cable segment stuck out at the wrist. Failure analysis also found the instrument's idler pulley was damaged where the broken grip cable was routed. The idler pulley exhibited abrasion marks to the pulley rim and face. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however; the broken cable if to recur could cause or contribute to an adverse event.